Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with a prostyle device using the pre-close technique via a 7fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the device failed to deploy and physically broke. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12fr and 18fr and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Four additional prostyle devices were received at abbott vascular. Analysis of two devices noted a cuff miss [suture retrieval issue] and bent shafts. Analysis of the other two devices noted that both needle tips were engaged with both cuffs. The proximal end of the sheath was bent. There were no other damages noted to the devices. There was no information reported regarding these devices. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, an anterior needle to cuff miss occurred. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: follow-up confirmed there were a total of seven prostyle devices in the case. Reportedly five devices failed, a prostyle device failed to deploy and physically broke. Two prostyle devices had a cuff miss [suture retrieval issue]. Two prostyle devices bent during use. No additional information was provided.